Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> 8554715. Device history review ==> a device history record (DHR) review was conducted previously on (B)(4). The DHR review found one unrelated non-conformance on this lot. Final micro and sterility tests passed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On 05 march 2018, the patient underwent total left knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 3. On (B)(6) 2019, the patient underwent a left knee revision due to ligamentous instability, effusions, limited motion, and tibial loosening. The surgeon indicated the tibial component had completely de-bonded from the tibia cement leaving 100% of the cement intact with the bone interface. Loosening at the tray/cement interface. He noted the femoral component was removed with reciprocating saw and osteotome. The surgeon reported the patella was revised to reduce the thickness for improved flexion. The patient was implanted with attune knee system and unknown bone cement. There were no complications to the procedure. Doi: (B)(6) 2018 dor: (B)(6) 2019 (lt knee).